Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that during instrument exchanges the gasket on both 10/11mm trocars tore. One trocar had to be replaced to complete the case. There was no consequence to the pt.